Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6), a sales representative reported via sems-(B)(4) that the ar-s7110-025-330w cup forceps had the top piece of the jaw break off, outside of the patient. This issue was discovered during a case with no patient harm.